Manufacturer narrative:
The consumer experience did not involve a death or represent potential serious harm to public health. The consumer did not seek medical treatment. The consumer did present as indicative of potential serious injury: ["broken tooth"]. A lot code search was generated for quality review; no similar quality complaints for this product and lot code combination were reported.

Event description:
This spontaneous report (2022-cdw-00185, (B)(6)) from canada was reported by a consumer and concerns a female patient (age unspecified) who had the inside 1/2 of left, third lower tooth, broke off coincident with spinbrush pro clean fka a and h spinbrush pro clean (spinbrush pro clean soft). The patient's medical history and concomitant medications were not reported. On (B)(6) 2022, the patient initiated spinbrush pro clean fka a and h spinbrush pro clean (spinbrush pro clean soft) for the first time for brushing her teeth. At 11 a.m. Est, while brushing, she noticed that the inside back 1/2 of my lower third tooth, on my left, had broken off. She stated that she was not in pain and there was no blood. According to her, she had a little filling there and that's what held her tooth together. From the front, it looked fine, but at the back part, it was 1/2 broken off. She also stated that the tooth which broke off was not sensitive to hot or cold. The patient called her dentist and made the dentist aware of her condition, as she already had her appointment scheduled for (B)(6) 2022. No additional information was available. As per the reportability review, the consumer experience did not involve a death or represent potential serious harm to public health. The consumer did not seek medical treatment. The consumer did present the following symptoms listed in chd-sop-1330 as indicative of potential serious injury: ["broken tooth"]. A lot code search was generated for quality review; no similar quality complaints for this product and lot code combination were reported. Action taken with spinbrush pro clean fka a and h spinbrush pro clean (spinbrush pro clean soft) was unknown. The outcome of the event was not recovered.